Manufacturer narrative:
(B)(4).

Event description:
Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an early sensor expiration occurred. It was determined that the early sensor expiration was related to the mobile application. The sensor was inserted into the upper buttocks on (B)(6) 2019. It was indicated that the patient is under 2 years of age, which is off label usage of the device. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.